Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#1627487-2018-04199. It was reported cerebrospinal fluid leak (csf) occured when the physician was implanting trial leads at vertebral level l1. A blood patch was performed immediately and the physician continued the trial. Postoperatively the patient was asymptomatic during recovery. Procedure was reportedly extended.